Manufacturer narrative:
The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, product return, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. Infection is a procedure-related aspect of arthroplasty with sometimes additional patient-related risk factors for infection and is not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Stanmore will continue to monitor for trends. This complaint was identified as requiring MDR reporting during the complaint investigation remediation project ongoing at stanmore implants worldwide.

Event description:
It was reported that the patient's implant was infected. (B)(4).